Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was observed to have blood ingression. The analyst noted that the lead was designed with a permeable septum in the distal tip with allowed blood ingression to occur. This was not an out of specification condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was fluid built up inside lead body. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.